Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A device history record (DHR) review was conducted and an inconsistent description on the printed sealed package of the product code was observed, the part number and the lot number match the work order, but the description does not match to the work order , the exterior carton labels and the individual labels are according to the product code requirements. Customer complaint can be confirmed with lot number reported. Upon DHR review it was observed that the lot affected with outer/inner label mismatch issue. However, to correct this situation for similar complaints received, a CAPA request was issued in order to investigate and address this issue on the process. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the packaging states the product is a preformed cuffed tracheal tube, however, the actual product is not cuffed.